Event description:
The customer reported that the ortho provue analyzer resulted in false negative. The visual inspection of the processed gel cards showed the reactions were negative. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue were during a validation study.

Manufacturer narrative:
No definitive cause was determined. The customer was performing a validation study and stated to ocd technical support the call was only for tracking and trending purposes, and no further action was required. The customer has not logged any add'l calls regarding this issue, since the incident.